Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Pump received with missing reservoir tube o-ring.unit received cracked case display window corner.unit received with cracked battery tube threads.pump received with broken reservoir tube lip.pump received with cracked reservoir tube.unit received with cracked belt clip slot. Pump received with cracked reservoir tube window. (B)(6) 2014 the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and damaged. The customer¿s blood glucose was 6.1 mmol/l. The customer reported that there was crack to the reservoir compartment and plastic was missing. The troubleshooting was not performed. The insulin pump will be returned for analysis.